Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a nurse that after using a bd pegasus¿ safety closed IV catheter system, the indwelling safety needle failed to pull out. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: the initial MDR reported the medical device lot # as unknown. The initial device investigation performed for the complaint referenced a lot # 7054459. This was incorrect. The device lot # is actually unknown. An investigation was performed accordingly. Investigation results: the gauge of the complaint batch is 20g. There is no way to review the DHR as the lot number is unknown. The sample returned was 20g but the returned unit package is 18g. In fy 17 suzhou plant found there was an extremely low possibility that this kind of failure would be observed in the manual inspection. An improvement project was launched which added a station to check for product end crimp. The defect in this instance skipped the crimp check station and the manual inspection both. The probability of the recurrence of this error is extremely low.

Manufacturer narrative:
Investigation summary: a sample and a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. This device was manufactured on the semi-auto line, during the cannula crimp process the cannula & the paddle hub are joined to prevent separation during use. After this point there is a 100% manual inspection of all completed units, mitigating the likelihood of this failure mode being shipped out. Investigation conclusion: the most likely root cause is the occurrence of an abnormality at the cannula end crimp station and the subsequent and the operators missing it during the inspection process, as the operators are responsible for identifying and removing any non-conforming material. The inspection process was the subject of an improvement project conducted in october, 2017 which culminated in the addition of an inspection station to help reduce the likelihood of failure occurrence.